Manufacturer narrative:
E1: facility name "(B)(6)." B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was had a damaged battery compartment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported issue. The cause of the issue was determined to be a faulty printed wire assembly (pwa). The pwa was replaced.

Event description:
It was reported that the pump was returned due to an out of box failure. The device showed error code 41786 0004. There was unknown patient involvement.